Manufacturer narrative:
Follow-up #1: date of submission 2/23/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: there is no visible damage to the keypad. The contrast & up buttons have an intermittent response. The down & ok buttons respond properly. Removed the keypad and found contamination under the up, down, & contrast button contacts. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.